Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. Vascular access was obtained via radial artery. The approximately 75% stenosed lesion was located in the non-calcified and mildly tortuous left anterior descending artery (lad). The physician implanted two unspecified size promus element plus stent in the 2nd diagonal of the distal lad and distal lad using the kissing technique at the bifurcation of both stents. Post dilation was completed with an emerge balloon. Then the physician implanted a 3.0x16mm promus element plus stent jailing the 1st diagonal of the lad. The physician removed all the wires and performed angiography and then decided to post dilate the distal lad. While rewiring the vessel resistance was encountered at the proximal edge of the 3.0x16mm promus element plus stent but the physician exerted some force and worked on the distal region satisfactorily. The physician noted that the proximal edge of the stent was a little radiopaque and used a nc quantum balloon to post dilate to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).